Event description:
Caller reported a potential false negative urine hcg test on lateral flow devices. No serum hcg or ultrasound performed. False negative based on three positive test results achieved from another unknown lateral flow kit. Patient presented for testing as home test came back positive.

Manufacturer narrative:
Investigation with retains: lot number: hcg0030251. Expiration date: 03/2012. Control lot: 20miu/ml hcg urine lot: hcg110216-01, 100miu/ml hcg urine lot: hcg110307-01, 278.9iu/ml hcg urine lot: hcg110214-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. (N=4). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). The 278.9iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Investigation with returned devices: lot number: hcg0030251. Expiration date: 03/2012. Control lot: 20miu/ml hcg urine lot: hcg110216-01, 100miu/ml hcg urine lot: hcg110307-01, 208.9iu/ml hcg urine lot: hcg110216-03. Summary of results: the return devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. (N=2). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=2). The 208.9iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=2). Conclusion: from return testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. No corrective action required at this time as no product deficiency was established when testing was performed with both retained and returned product.